Manufacturer narrative:
Insulin pump received with partially broken retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, damaged display window cover, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 380 mg/dl. The customer stated that plastic where reservoir sits is broken off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.